Manufacturer narrative:
Event date: exact date unknown, event occurred a year and a half ago from the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing extreme pain at the battery site and of not getting coverage needed. Frequent ipg charging and jolting stimulation was also noted. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported events were not confirmed as the device passed all the required tests and revealed no anomalies. However, a labeling review found that the reported event of pocket pain is a known risk associated with the use of an implantable pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient was experiencing extreme pain at the battery site and of not getting coverage needed. Frequent ipg charging and jolting stimulation was also noted. The patient underwent an explant procedure.